Manufacturer narrative:
(B)(4). Device evaluation: the neutralizing tablets were returned to the manufacturing site for investigation. Chemistry testing was performed. The results do not reveal any anomaly concerning the quality and efficacy of the product related to the customer's reported complaint. Results were within established acceptance criteria. Retain sample: the retain sample underwent chemistry analysis. Results do not reveal any anomaly concerning the quality and efficacy of the product, related to the customer's complaint. Results were within established acceptance criteria. Manufacturing record review: a review of the manufacturing records was performed. Environmental monitoring records were reviewed and found to conform. No process and/or material changes were noted. No non-conforming materials were noted. Batch records reviewed and found to be in order. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she experienced irritation in her eyes with use of consept onestep. The patient used consept onestep for the recent 2 months according to directions for use, and had irritation in her eyes. She saw a doctor (B)(6) 2016. The doctor told her that was no scar on eyes. Doctor did not provide a diagnosis. The doctor prescribed 2 eye drops; however, the name of the drops was unknown. At the time of reporting, the patient's symptoms were relieved. No further information was provided. Consept 1 step solution also used and will be reported in a separate MDR filing.